Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer confirmed the reported problem as a "leakage of air in the machine loop". The manufacturer's field service engineer reported that no maintenance was required, as the leak did not emanate from the device itself. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with a gas leak. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.